Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the reservoir volume displayed on the pump did not match the actual volume of medication remaining in the cassette, with the pump indicating approximately 25 ml remaining while the cassette was found to be completely empty. The event occurred during while in use with patient.